Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that the "resistance was higher than expected during the implantation" of an unspecified xen® gts device. It was noted "that the device buckled and could no longer be used."